Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0878 inches. Possible under delivery anomaly not confirmed. Possible over delivery anomaly not confirmed. The pump was programmed with multiple test boluses and monitored. All boluses delivered properly and were recorded in the pump's daily history screen. No bolus anomaly noted. The pump was programmed with a basal profile and monitored. The basal profile delivered properly. No basal anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below the boluses listed on the event date 08-jun-2023 in the pump history file. 06/08/2023 00:59:16.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.5. Bolusamountdelivered = 2.5. 06/08/2023 03:32:37.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 0.1. Bolusamountdelivered = 0.1. 06/08/2023 06:33:34.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 7.9. Bolusamountdelivered = 7.9. 06/08/2023 09:28:28.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.2. Bolusamountdelivered = 2.2. 06/08/2023 10:40:54.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 0.6. Bolusamountdelivered = 0.6. 06/08/2023 11:59:40.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3.3. Bolusamountdelivered = 3.3. 06/08/2023 13:54:36.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.7. Bolusamountdelivered = 1.7. 06/08/2023 16:24:18.000 dualboluspartdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.7. Squarebolusamountprogrammed = 3.6. Bolusamountdelivered = 2.7. 06/08/2023 16:54:01.000 dualboluspartdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.7. Squarebolusamountprogrammed = 3.6. Bolusamountdelivered = 3.6. 06/08/2023 18:50:34.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.1. Bolusamountdelivered = 4.1. 06/08/2023 20:22:28.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 2. Bolusamountdelivered = 2. 06/08/2023 22:05:00.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.3. Bolusamountdelivered = 1.3. Please see below for the daily total of all insulin delivered on the event date 08-jun-2023. 06/09/2022 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 06/08/2022 00:00:00.000. Dailytotalofallinsulindelivered = 63.125. Dailytotalofbasalinsulindelivered = 13.625. Dailytotalofbolusinsulindelivered = 49.5. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 08-jun-2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 08-jun-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Possible under delivery anomaly not confirmed. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump was not delivering the correct amount of insulin. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer would using the device and the insulin pump will not be returned for analysis.